Manufacturer narrative:
The event date was corrected. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices.

Event description:
Lead was explanted due to failure to pace. The patients oncologist requested that the system be replaced on the left side of his chest. Thus the whole system was explanted. No adverse patient events reported. Should additional information become available, it will be added to this file.